Event description:
It was reported that telemetry was lost every time an attempt was made to perform an evoked response test. The battery data showed 2.73 v, 18 ua and 10.5 k. The estimated remaining longevity was 0.25 years.

Manufacturer narrative:
Na